Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient's device was tested on (B)(6) 2013 and system mode diagnostic results revealed high impedance (dcdc code 7). On (B)(6) 2013, system mode diagnostics were repeated and high impedance persisted. The device was not disabled. No patient adverse events were reported. No known surgical interventions have occurred to date.

Event description:
Further information was received from the physician, indicating that the patient has always responded slightly to vns. When the last generator reached end of service, the patient wanted to continue anyway with the therapy. It was reported that the device was then replaced even if there was high impedance. However, due to the fact that the patient never responded greatly to vns, they would not consider changing the lead. It was reported that the lead is not broken and is still connected. It was reported by the physician that, as a long-term patient has high impedance probably because of fibrosis around the electrode site. The patient feels the magnet nicely.